Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation additional data: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the following led to the malfunctions: forceps elevator wire strand received repeated stress due to manipulation of forceps elevator, which led to fatigue breakage at the wires. Forceps elevator strand was broken at the location where the strand was bent to 90 degree towards forceps elevator at assembly. Glue between distal end and light guide lens slightly peeled off by aging deterioration and impact on distal end. Moisture may have invaded the gap at the peeled glue, which led to crevice corrosion at distal end. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope forceps elevator wire was cut and frayed, and the inside of the light guide lens was discolored. There were no reports of patient involvement.